Manufacturer narrative:
(B)(4). Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis within the inferior vena cava filter extending into the right iliac vein and thrombus within and inferior to the inferior vena cava filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis within the inferior vena cava filter extending into the right iliac vein and thrombus within and inferior to the inferior vena cava filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of adenocarcinoma rectal sigmoid colon ¿ polyp removal, sigmoid excision with colostomy, suspected metastatic lesion left parietal bone, right lower lobe lung mass, vasectomy, lung biopsy with resulting pneumothorax, lung resection biopsy adenocarcinoma, lower lobectomy, and pelvic bone lesions. The patient also has a history of hypertension, post-traumatic stress disorder (ptsd), hyperlipidemia (hld), anemia, lung malignancy with right lower lung resection (one year before the index procedure) and rectal carcinoma with small bowel resection (two years prior to the index procedure). The indication for filter placement was dvt after mva with extended bedrest. In relation to the motor cycle accident the patient had a damaged rotator cuff, bilateral metacarpal fractures, left clavicle fracture and left ankle fracture. He was admitted to the hospital with right shoulder dislocation, open fracture left great toe, closed fracture 2-5 metatarsal neck, laceration left leg, fracture left foot and pelvic fracture. The filter was implanted in the infrarenal inferior vena cava. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to collapse of inferior vena cava below the level of the filter, collapse of the iliac veins, multiple collateral vessels are visible, and prominent collateral vessels within a small right inguinal hernia. Per the medical records, during this same month as the filter implant, the patient was diagnosed with a rotator cuff tear and had the pin removed from his toe. Three months after the motor cycle accident and the index procedure, the patient had right shoulder pain, demonstrated evidence of an avulsion fracture of the humerus. Two years and ten months after the index procedure, the patient was noted to experience the right upper quadrant flank pain. Related to the patient¿s history of having a hernia from her hysterectomy and protruding into her chest from the pericardial window. Six years and nine months after the index procedure the patient fell on the ice at her home. Subsequently the patient presented for evaluation of neck, coccygeal and left knee pain. The patient had an x-ray which revealed a bone spur in the inferior aspect of the patella area. Her pain is in that area, she did not have any swelling. The patient also experienced right-sided abdominal pains. She had been diagnosed with a ventral hernia or incisional hernia previously related to a hysterectomy. Seven years after the index procedure, the patient was admitted for extensive thrombosis at ivc filter, extending down into the right iliac vein, hypertension, and diabetes. The recommendation was not to do mechanical thrombectomy. Per CT results, there is a deep venous thrombosis within the inferior vena cava filter extending into the right iliac vein. There is thrombus within and inferior to the ivc filter. Also noted on scan were multiple hypoattenuation lesions in the kidneys. Stable hypoattenuating intrarenal lesions on the right, too small to characterize. After medicinal treatment, venous doppler showed no evidence of lower extremity deep vein thrombosis. Seven years and one month after the index procedure, the patient was admitted for treatment of ivc thrombosis. Seven years and two months after the index procedure, the patient presented with increased pain in her right hip area. She denied any falls. A CT scan of the abdomen revealed clot extending from the inferior vena came filter down into the inferior vena cava. Seven years and two months after the index procedure, the patient presented with foot pain (due to dog stepping on her foot), rash underneath her right breast, increased lower abdominal pain more on the right than the left and some diarrhea. Seven years and five months after the index procedure, the patient was admitted to the hospital with e. Coli bacteremia from pyelonephritis. Her c.diff. Was negative, but she continued to experience intermittent abdominal pains and loose stools. Seven years, five months and two weeks after the index procedure, the patient presented with a possible yeast infection and chronic bilateral lower extremity edema. Although the patient was previously recommended to wear compression stocking for her leg swelling, the patient stated that she was not consistent with wearing the stocking. Seven years and eight months after the index procedure, the patient presented with low thyroid stimulating hormones (tsh). It was noted that previously identified thyroid nodules had increased in size. The nodules are benign. The patient also experienced leg swelling and was diagnosed with lymphedema. Her cardiologist who did not feel the swelling was related to her heart. Eight years and six months after the index procedure the patient presented with back pain. The pain started one week prior, after the patient was dragged by her dog on a leash. The patient fell hard on her head and back. Per the patient profile form (ppf), the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc), ascites in the right abdomen, stable collapse of the ivc below the level of the filter and collapse iliac veins, multiple collateral veins and prominent collateral veins with in a small right inguinal hernia. The patient further reports abdominal pain, abdominal distention, leg pain, leg swelling nausea and varicose veins in the legs. The patient reports fear and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs, varicose veins, vascular collapse and collateral circulation are known potential events associated with ivc filter devices, I this case they may be related to the occlusion of the ivc. Anxiety, nausea and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the ivc, thrombus within and inferior to the ivc filter. Further there are hypoattenuating intrarenal lesions bilaterally, lymphedema and renal insufficiency, stomach swollen, back and abdominal pain and fear of further injury or possible death.    Additional information received per the medical records indicate that the patient has a history of decompensated systolic heart failure, nonischemic cardiomyopathy, chronic kidney disease, gastroesophageal reflux disease, gastrointestinal bleeding, dyslipidemia, mitral valve replacement and tricuspid annuloplasty, exploratory laparotomy for small bowel obstruction and lymphadenopathy with persistent ascites s/p remote biopsy. One month prior to the index procedure the patient had a combined orthotopic heart transplantation with kidney transplantation. The patient had familial cardiomyopathy as a cause for her dilated cardiomyopathy and she had several episodes of acute kidney injury in the setting of decompensation of her systolic heart failure. At that time, she needed hemodialysis and ultrafiltration. Two weeks prior to the index procedure the patient had cardiac catheterization for post-transplant surveillance. The patient had an endomyocardial biopsy and was noted to have lower extremity edema in right leg. An ultrasound was performed that showed acute deep vein thrombosis (dvt). The patient was treated with anticoagulation therapy and discharged home. The patient returned to the clinic with lower extremity edema and pain. The patient was admitted, and the inferior vena cava filter was implanted. The filter was placed below the renal veins and there were no reported complications.   One month after the index procedure the patient presented to the hospital with a pericardial effusion and in acute renal failure. The ureteral stent removed from the transplanted kidney with a retained blue suture was noted in the urethra, potentially from a previous prolapse repair. Endocardial biopsy notes listed dvt in the femoral and iliac. Pericardial window and stripping done successfully after inability to do percutaneous drainage.   Two months after the index procedure, the patient was admitted to the hospital for abdominal lymphocele, fever with right sided pleural effusion. The patient¿s complaints were cough, fever and mild abdominal pain. The patient had lymphocele drain placed in the abdomen. Four months after the index procedure an endocardial biopsy was done which noted occlusion of the jugular veins. After unsuccessful endocardial biopsy attempt, related to occlusion of the bilateral jugular veins. Subclavian access successfully used for endocardial biopsy procedure.   Eleven months after the index procedure, the patient had an endocardial biopsy in which a left femoral arteriovenous fistula (avf) was found.   Two years and ten months after the index procedure, the patient was noted to experience the right upper quadrant flank pain that comes and goes without associated nausea or fevers. This pain increases with activity and eating. This was thought to be related to the patient¿s history of having a hernia. It was discussed that the hernia is not coming from the kidney transplant incision but is coming from her hysterectomy incision which is most likely protruding into her chest from her history of a pericardial window.   Six years and nine months after the index procedure the patient fell on the ice at her home. Subsequently the patient presented for evaluation of neck and coccygeal pain. She had left knee pain and some microscopic hematuria on the preclinic labs. She was treated with pain medication and steroid injection.   Six years and eleven months after the index procedure, the patient had an x-ray which revealed a bone spur in the inferior aspect of the patella area. Her pain is in that area, she did not have any swelling. The patient also experienced right-sided abdominal pains. She had been diagnosed with a ventral hernia or incisional hernia previously related to a hysterectomy. She stated that the pain was worsening, she did have some nausea with this at times.   Seven years after the index procedure, the patient was admitted for extensive thrombosis at ivc filter, extending down into the right iliac vein, hypertension, and diabetes. The recommendation was not to do mechanical thrombectomy. Per CT results, there is a deep venous thrombosis within the inferior vena cava filter extending into the right iliac vein. There is thrombus within and inferior to the ivc filter. Also noted on scan were multiple hypoattenuation lesions in the kidneys. Stable hypoattenuating intrarenal lesions on the right, too small to characterize. After medicinal treatment, venous doppler showed no evidence of lower extremity deep vein thrombosis. Seven years and one month after the index procedure, the patient was admitted for treatment of ivc thrombosis. Seven years and two months after the index procedure, the patient presented with increased pain in her right hip area. She denied any falls. A CT scan of the abdomen revealed clot extending from the inferior vena came filter down into the inferior vena cava. Seven years and two months after the index procedure, the patient presented with foot pain (due to dog stepping on her foot), rash underneath her right breast, increased lower abdominal pain more on the right than the left and some diarrhea.   Seven years and five months after the index procedure, the patient was admitted to the hospital with e. Coli bacteremia from pyelonephritis. Her c.diff. Was negative, but she continued to experience intermittent abdominal pains and loose stools.   Seven years, five months and two weeks after the index procedure, the patient presented with a possible yeast infection and chronic bilateral lower extremity edema. Although the patient was previously recommended to wear compression stocking for her leg swelling, the patient stated that she was not consistent with wearing the stocking.   Seven years and eight months after the index procedure, the patient presented with low thyroid stimulating hormones (tsh). It was noted that previously identified thyroid nodules had increased in size. The nodules are benign. The patient also experienced leg swelling and was diagnosed with lymphedema. Her cardiologist who did not feel the swelling was related to her heart.   The patient had multiple doctor and clinic visits as follow up care and treatment for her historic medical conditions. Eight years and six months after the index procedure the patient presented with back pain. The pain started one week prior, after the patient was dragged by her dog on a leash. The patient fell hard on her head and back. She had no apparent injury at the time of the fall, but subsequently developed significant thoracic pain around her bra strap area and has significant back pain.     Additional information is pending and will be submitted within 30 days of receipt.